Event description:
Related manufacturer reference number:2017865-2023-02337. It was reported that the patient presented for a generator change procedure. Upon interrogation, both right atrial lead and ventricle lead exhibited noise that was oversensed by the device. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. Final analysis found that as received, a complete lead was returned in one piece measuring 48.3 cm. Visual inspection found an external insulation abrasion was noted at 7.9 cm ¿ 8.6 cm from the connector pin breaching the outer insulation exposing the outer coil consistent with friction to device can with procedural damage also noted in this region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.